Event description:
While under sedation for a diagnostic egd there was a procedural delay greater than 30 minutes due to the scope nbi light turning on by itself and because the scope wouldn't take pictures. There was no report of patient harm and the procedure was completed using the same device.

Event description:
This supplemental report is being submitted to provide additional information from the customer. Additional information was received from the customer that the problem happened through the entire case and they could not take photos until the end even after troubleshooting, they ended up taking the images manually. The patient was sedated using propofol and there were no reports of further patient harm. Updated fields: b5, d8, d9, and f9. Corrections to b1, b2, and f10. This event was initially conservatively reported as a serious injury; however, the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1 and b2. B1 should not be marked as an adverse event, and b2 should not be marked at all. The f10 health effect - impact code is f26 no health consequences or impact. The f10 medical device problem reported would not be likely to cause or contribute to a death or a serious injury if it were to recur.